Event description:
While the field service rep (fsr) was performing preventative maintenance, the perfusionist informed the fsr that the backup battery was unable to power the system and the red light emitting diode (led) lights would continue to flash. At that time, the fsr replaced the batteries. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr confirmed the red light emitting diode (led) lights were flashing on the system's base. The fsr replaced the batteries and the unit operated to MFR's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.